Event description:
Reporter states that the patient was experiencing pain and the insert was being revised because it was believed to be worn. When the surgeon opened the patient and removed the insert, it did not appear to be worn. However, soft tissue was found to be underneath the insert. The surgeon cleaned out the soft tissue and attempted to implant the new insert. The surgeon was unable to get the insert to lock into place. There was not another insert on hand, and finally, the surgeon put the original insert back into the patient.